Event description:
During a review of the FDA maude database, report number 2649622-2012-00097 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from (B)(4) on (B)(6) 2012. The report summary states: "it was reported that the right ventricular lead was oversensing, showed noise, and had an apparent fracture. The patient received multiple inappropriate shocks. During extraction of the lead by laser, a piece of the inner conductor was noted have come out. The patient died later that day due to cardiac tamponade."